Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor was frequently switching to standby mode during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The investigation of the complaint has been completed. According to the problem description, the compressor was cycling in and out of standby mode. Our field service engineer confirmed the reported issue on-site, replaced the standby valve and returned the part for investigation. The returned standby valve was installed in a reference compressor which was connected to a ventilator. The reported standby behavior, cycling in and out of stand by, was confirmed. The conclusion in this matter is that the returned standby valve was defective, but the cause of the faulty behavior has not been determined.

Event description:
Manufacturer ref. #: (B)(4).